Event description:
Surgery-7/24/98 for breast reduction-with drain removal, portin of drain broke off, remaining in wound. 7/29/98-surgery to remove remaining portion of drain. On july 24, 1998, dr inserted one jackson pratt 7fr silicone round (cat su 130-1320) drains into pt after completing a bilateral breast reduction. On july 27 dr removed the one from the right without difficulty. The one on the left side came out about 5 cm and then was firmly stuck. Dr tried to remove it with gentle pulling pressure. Dr tried to pull and release it with a gentle snap. It was firmly stuck into the breast. As there was no way for dr to remove it without opening up the surgical site under general anesthesia, dr pulled harder, and the drain broke. The distal end of the removed drain tube appeared to be shorn off rather smoothly. "Now the issue was whether a piece of the drain was retained in the wound? If so, she would have to face another general anesthesia, if not then, well I was lucky." Dr sent her to the radiologist for pa, lateral, and oblique x-rays to visualize the tube. Dr phoned 1st dr the wet reading, he could not see a piece of the tubing. Dr sent the proximal end of the tube that dr had just removed over to the radiologist to x-ray on the pt's chest to confirm that the "radiopaque stripe entire length" on the tubing would render it visible. To dr's dismay the tube was radio transparent! This necessitated doing a cat scan, which showed the tubing in the wound. Today dr returned their pt to surgery and removed the fragment. As the tube was located four (4) cm from the nearest suture, dr doubts that they sewed it into the wound, nevertheless that is the most plausible explanation of its resistance. "My major complaint that I want addressed, is this: why isn't the "radiopaque stripe" on the tubing, radiopaque? This could easily have been a disaster if the tubing had been located inside the peritoneal cavity or under a sensitive flap. Please address my concerns about the erroneous labeling on the package that states that there is a "radiopaque stripe entire length." A reply by august 29, 1998 should permit adequate investigation to give me at least a preliminary response. I expect a reply as soon as possible."